Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms #: (B)(4). No causes or potential causes to the customers reported problem were found during the device history review. Visual inspection observed that the device was excellent condition. During the power up process, the reported issue was duplicated. The root cause of the reported issue was found to be that the interconnect board does not operate as intended. Replaced interconnect board. Performed power up process and all functional tests which passed.

Event description:
It was reported that there was a battery communication time-out error. No patient injury was reported.